Manufacturer narrative:
(B) (4) - zipper damage. Eval of the returned product shows that on the large window a the zipper's slider body is open and the large window b zipper's slider body is open. There is other damage to the canopy that is not relevant to this complaint. (B) (4).

Event description:
The customer reported zipper damage to the canopy but could not specify what panel. No pt injury was reported.